Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that during implant, intermittent noise was observed on the rv lead. After several unsuccessful repositioning attempts the lead was replaced.